Manufacturer narrative:
Additional information: b7, d10. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, abdominal distension, cloudy effluent, and low-grade fever. The cause of the events were not reported. The same day as the peritonitis diagnosis, the patient was taken to the emergency room, transferred to a critical care unit, and was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.